Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had episodes of ventricular tachycardia. The patient was shocked out of it. Support continued until care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for cardiac arrythmia and optical signal issue. As the necessary information was not provided, the root cause of the vt/vf was not determined. No product was returned. Data log review showed an abrupt placement signal (ps) jump the root cause of the optical signal issue was not determined since product was not returned and inconclusive evidence based on log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28810. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that there were placement signal issues. Motor current and flows remained stable. Once the patient was in the intensive care unit bed, the placement signal returned to normal.